Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they were changing the infusion set and received a power off alert. The patient's blood glucose level was 106 mg/dl at the time of the call. The customer was informed that the alert was part of the insulin pump's function. The customer was using new batteries at the time. The customer was advised to monitor the insulin pump for any future issues. The customer did not return the product back for analysis.